Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure three blades started shedding. The metal shavings fell into the patient and were removed with suction. It was stated that the site would not be returning the devices. The site thought that the shedding was to be expected because the patient's bone was really hard and he was using the shaver in place of a burr. He said there is not an issue with the blades, and that he just switched to a burr and everything was fine. There was no report of patient injury.